Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was observed outside of the cartridge. Customer was unsure if it was a result of a cartridge leak or if insulin was spilled. A new cartridge was successfully loaded resolving the issue. There was no reported impact to the customer's blood glucose level.